Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedance measurements along with evidence of oversensed noise. The associated implantable device was reprogrammed and the patient was scheduled for a lead revision. Surgical intervention was performed and the lead was capped. No additional adverse patient effects were reported.